Event description:
It was reported the patient's incision had not healed completely since a catheter revision (B)(6) 2010. Two of patient's health care providers suspect a cerebrospinal fluid leak or tear in the spinal cord. The drug, dosage and concentration used in the pump were unknown. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).